Event description:
On (B)(6) 2011, customer reported that there was a leak from the electrolyte injection cup and lines 57, 38, and 73 were "popping off" on the cx3 delta instrument. No injuries were reported and erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the pinch valve at the bottom of the flow cell had stopped working, which caused line 73 to pop off and spill reagent. Fse replaced the pinch valve and cleaned the spill. Fse performed calibration and tested quality control, and it was good. Repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).